Manufacturer narrative:
The device history review for the product conmed mm automatic clip applier, lot #73e1400037 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: could not achieve proper ligation. The patient's condition is reported as fine.